Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the cannula did not deploy; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 30 mmol/l (540 mg/dl) while wearing the pod on the abdomen for between 4 and 24 hours. As treatment, a new pod was applied.